Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose following meals while using ilet with a libre 3+ sensor and conducted a factory reset per healthcare provider guidance, then successfully rescanned and continued setup, with education provided on proper meal announcements and meal spacing. Symptoms included shakiness and sweatiness consistent with hypoglycemia. Outcomes included a minimum blood glucose of 56 mg/dl that did not remain out of range for more than 90 minutes, user correction with oral carbohydrate (apple juice), and no need for outside assistance or medical intervention. Investigation included review of user-reported event details and device use, including alerts for low glucose and troubleshooting and education on meal announcements. Investigation of this case revealed user behavior related to meal announcements and use of meals as correction as the likely contributor to postprandial hypoglycemia, with the device alerting appropriately and functioning as designed following reset and sensor rescan. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, corrected with education on meal announcements and adherence to usual meals.